Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/16/2020. Additional information: d4, d10, h4, h6. Corrected information: d3, g1, g2 . A manufacturing record evaluation was performed for the finished device pa6588 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off suture needle. An empty opened foil, a paper lid and a winding folder with a detached needle of product code mcp333, lot # pa6588 were received for evaluation. During the visual inspection of a detached needle body fluids and marks on body needle could be observed appear to be by use of a surgical instrument. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/24/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that at the first penetration, the suture and the needle detached like a control release suture. There were no adverse patient consequences reported.